Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.